Event description:
Customer reported that she had high blood glucose of 567 mg/dl and her insulin pump is not working correctly. Customer stated that her insulin pump did not deliver any insulin and it did not alarm when to alert her that no insulin been delivered. Nothing further was reported.

Manufacturer narrative:
No button response due to flattened dome switch on up and down arrow buttons. Unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Unable to confirm sensor anomaly due to keypad anomaly. No ramping numbers noted on the display.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.